Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver taxol 270ml/500ml, at a rate of 182ml/hr, via a plum pump. After an unspecified length of time, it was reported that solution leaked from an unspecified location on the filter. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed and if the solution that leaked cleaned up according to the user facility's protocol.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.